Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 40-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device has migrated from the fallopian tube') in a 40-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. The patient was treated with surgery (total laparoscopic-hysterectomy, left salpingectomy, removal of essure coil.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: abnormal placement of a right-sided essure device. The device has migrated from the fallopian tube into the vaginal cavity anterior and superior to the uterus, there is normal fill and spill from the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: previously reported event- medical device removal was replaced with specific event device migration, essure insertion date were updated, reporter was added, lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.